Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that no audio output occurred. The patient felt dizziness, nausea, and vomited the night of (B)(6) 2023 around 8:00-9:00 pm. The patient checked her cgm (continuous glucose monitor), and it showed high on her phone, but no alert was made. The patient checked with her bg (blood glucose) and it was at 600 mg/dl. She called her daughter who was living nearby, and she took her to the hospital using her car. The patient was admitted to the hospital and diagnosed with dka (diabetic ketoacidosis). She was treated with insulin IV and potassium IV. Symptoms subsided the next morning and she was down to 239 mg/dl (not specified whether bg or cgm). The patient was discharged on (B)(6) 2023 at 6:30pm. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was tired but getting better. Data was evaluated and confirmation of the allegation was undetermined. Data investigation could not determine the no audio alert on the mobile app. Patient was observed above their high alert threshold of 220 mg/dl with an egv (estimated glucose value) of 401 mg/dl at 8:03 pm on (B)(6) 2023. There was no data within the investigation window related to the high alert at 8:03 pm. The probable cause could not be determined. No additional patient or event information is available.